Event description:
The gastrostomy tube fell out and a pin prick hole was found in the balloon.

Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required information from the source.